Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The error code pointed to the battery not being fully seated in ventilator. The se reseated all the batteries and performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a background default error message. The ventilator was not in use on a patient at the time the event occurred.